Manufacturer narrative:
Investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. A review of the manufacturing records was performed, and no non-conformances were raised in association with this type of event for this lot. Based on the above, no additional investigation and no corrective/preventative action (CAPA) or situational analysis (sa) is required at this time.

Event description:
It was reported when using the bd insulin syringe with the bd ultra-fine¿ needle, the device experienced foreign matter in fluid path. The following information was provided by the initial reporter. The customer stated: "these syringes are horrible. The syringe was dirty, I thought it was horrible."